Manufacturer narrative:
(B)(6).

Event description:
It was reported balloon rupture occurred. The target lesion was located in the moderately calcified primitive iliac vein. Two 10.0 x 40, 75cm and a 9.0 x 40mm x 75cm mustang balloon catheter was advanced one after another for dilatation. However, during inflation under nominal pressure all three balloon catheters ruptured. The procedure was completed with another 9.0 x 40mm x 75cm mustang balloon catheter. No patient serious injury or adverse event were reported. Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material with is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted leaking from a longitudinal tear in the balloon material. The tear was noted to begin approximately 16mm distal to the distal edge of the proximal markerband and extended distally across the balloon material for approximately 30mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the damage identified. The rate of burst pressure of this mustang device is 14atm (atmospheres). A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis.